Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: no root cause can be determined as no samples were received. Rationale: CAPA not required at this time.

Event description:
It was reported that syringe integra 3ml w/ndl 22x1-1/2 rb needle broke. The following information was provided by the initial reporter: it was reported heard a popping noise, and then needle hub snapped and needle broke off in consumers rear end (upper right quadrant). Verbatim: consumer stated her husband was giving her a progesterone injection heard a popping noise, and then needle hub snapped and needle broke off in consumers rear end (upper right quadrant). Consumer reported she went to the emergency room, had x-rays taken, doctor was unable to confirm needle location. Consumer stated doctor dismantled product but could not find needle in syringe; consumer took syringe home, will be sending in for evaluation. Consumer stated she does not want a product replacement; does not feel comfortable using product any longer. Consumer stated she was upset she was forced to jeopardize future pregnancy by undergoing an x-ray.